Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 580 mg/dl, which was treated with manual injection. The customer stated that she was stuck in the rewind complete/bolus delivery loop. She stated that she was not able to complete a reservoir set change. She did not try to delivery a bolus while in the rewind process after sending the blood glucose value via the glucose meter. The customer was advised that the loop occurred due to her attempt to bolus while she was still in the rewind process, and she did not require any further assistance. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.